Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's spouse reported via phone call that the customer insulin pump had a keypad anomaly and a failed battery test alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received failed battery test after multiple battery changes. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected low battery alert, power loss alarm, replace battery alert, replace battery now or failed battery test alarm noted during testing or in the insulin pump trace download. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was delivered a bolus and suspended a bolus properly.